Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead delivered an inappropriate shock due to t-wave oversensing (twos). The patient was admitted to the hospital and reprogramming was done. The lead remains in use. No further patient complications have been reported as a result of this event.